Event description:
Additional information was received confirming that this device was explanted and returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirmed that therapy was available at explant. A longevity calculation confirmed that the device passed longevity and had depleted normally. Analysis was not able to confirm the clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited a high out of range shock impedance measurement. There were episodes of non-sustained ventricular tachycardia (vt) and one episode that was classified as vt and treated by anti-tachycardia pacing (atp) due to the oversensing of noise on the competitor right ventricular (rv) lead. The patient asked to be followed in another hospital by another physician, and so no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this crt-d remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.